Event description:
It was reported that the centrimag console was defective. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm correlating to the console¿s internal battery was not confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6)) during testing. Data from the reported event date 20sep2022 was not observed within the data. The system was observed to be operating at ~3500 rpm / 5.5 lpm on (B)(6) 2022. The system was observed to briefly and intermittently operate on battery power for approximately ~3 collective minutes on this date. However, no atypical alarms, including s3 alarms, were observed throughout the data, and the system maintained speeds around the set speed while battery power was in use. The system was observed to have been manually shut down at 13:36 on (B)(6) 2022 and was not observed to have been in patient use throughout the remainder of the data. The returned centrimag console was received at the european distribution center. The console was functionally tested on battery and ac power and was found to perform as intended, and atypical events were unable to be reproduced throughout all testing. The internal battery was observed to have been past its expiry date and was replaced with a new battery, batteries are instructed to be replaced every 2 years during routine maintenance. It was unable to be conclusively determined if the battery was in use while being expired. Preventive maintenance was performed, and the serviced and tested console was returned to the customer site after passing all tests per procedure. Although the root cause of the reported event was unable to be conclusively determined through this analysis, the battery being past its expiry date may have contributed to the event. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L, ¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the console displayed an s3 error and would not function unless it was connected t o ac power, indicating an issue with the battery.